Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving bupivacaine (20 mg/ml at 3.572 mg/day) and morphine (40 mg/ml at 7.144 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 14-jul-2016 it was reported that the patient was currently in the ICU (intensive care unit) and was ¿significantly hypertensive¿. The pump dose was turned down at least twice since implant the day prior. Additional information was received from an hcp on 21-jul-2016 and it was reported that the patient had hypotension, not hypertension, after the pump replacement. They thought it was because with the suspected catheter leak (see manufacturer¿s report # 3004209178-2016-15714), the patient hadn¿t been getting the full dose of medication, and they received too much when the new pump was started after surgery. They initially turned the pump down 50%, and when the patient didn¿t improve, turned it to minimum rate. It was noted that the patient aspirated fluid, developed pneumonia, and was intubated the night after the surgery. The patient was now extubated and was recovering. The hcp had no additional information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.